Event description:
Medtronic received information that a ped pipeline had resistance in the distal section of the phenom27 catheter. The pushwire was not damaged. The catheter was flushed with heparinized saline. The devices were prepared asindicated in the instructions for use (IFU). The patient was being treated for an unruptured, fusiform artery in the left side. The max diameter was 5mm and the neck diameter was 4mm. The distal landing zone was 4.3mm and the proximal landing zone was 3.7mm. Vessel tortuosity was minimal. The access vessel diameter was 6mm. No patient symptoms and injury was reported.  Ancillary devices: cook sheath, navien115 guide catheter, sy14 guidewire, qc coils additional information received reported that there was catheter damage.

Manufacturer narrative:
Product analysis #: 279676452: equipment used: vis (m-85519), 203cm ruler (m-83361); drawing(s) referenced: none; as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened pipeline flex inner pouch (b304623). An opened phenom 27 inner pouch (se21-045) was also returned within the plastic bio-pouch. Visual inspection/damage location details: the pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher distal core wire, sleeves, and tip coil were found damaged. The phenom 27 catheter was examined. The catheter hub was found in good condition. No bends or kinks were found with the catheter body. No damages were found with the catheter distal tip. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house mandrel was inserted into the phenom 27 catheter and the pipeline flex braid was pushed out the catheter distal tip. Both ends of the pipeline flex braid were found damaged, but open. Testing/analysis: none; conclusion: based on the device analysis and reported information, the customer¿s ¿lockup/resistance at distal segment of catheter¿ was confirmed. From the damages seen with the pipeline flex pusher (stretched/damage) and the braid it appears force was used. However, the cause for the resistance could not be determined. No defect was found with the returned phenom 27 catheter that would have contributed to the event. On (B)(6) 2022). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.